Event description:
Additional information received indicated the ble issue was resolved via a ble reset. There were no reported patient consequences.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited unspecified bluetooth telemetry anomaly. Further information was requested but not received.